Event description:
On (B)(6) 2014 lay user/ patient contacted lifescan (lfs) and alleged their one touch ping meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation and customer care advocate (cca) listening back to the call recording. The patient reported the issue began on (B)(6) 2014 at 11am. The patient manages her diabetes with insulin pump. The patient confirmed that she took her normal dose of medication (including sliding scale) in response to the product issue on (B)(6) 2014 at 11am the patient told the cca that she had yet to eat as she doesn¿t know what her blood sugar is so she didn¿t know whether or not she needed to adjust her insulin or not. The patient denied that she developed symptoms as a result of the meter powering off. The patient also denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed this was not the first time the meter was being used, nor did the meter¿s batteries need replacing. The cca also confirmed there was no misuse of the product and the issue could not be resolved with training. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of a severe injury after the product issue occurred nor did she receive medical intervention. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 3/24/2015 device evaluation. The lay user/patients meter has been returned on 12/18/2014 and further evaluated by lifescan product analysis on 1/9/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.